Event description:
It was reported the pump¿s usb port ¿takes a couple of times to get cord in the right position for pump to plug in¿. There was no reported adverse impact to the customer. Customer declined further troubleshooting and no additional information was received regarding any other actions taken.